Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) unit shut down and had a failure message. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),e2,e3,g2,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. A getinge field service engineer (fse) evaluated the iabp unit and found fault codes 53 and 35, resolved the issue by replacing the pcb, front end module, cable, high level bp interface, pcb,iabp main board, assembly iab datasette cs300, assembly dss datasette cs300. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.